Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states they changed everything out and the device is still alarming for no delivery and to do fill tubing. The customer's blood glucose level at the time of incident was 82mg/dl. Troubleshoot was conducted. During testing, the insulin was found to not exit trough tubing. The customer replaced the reservoir and resolved the issue. The customer was advised the reservoir would have to be returned for analysis, and that replacement reservoir would be sent out.